Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation and deformations of the outer conductor coil. Based on the symptoms, it is reasonable to assume that these damages resulted from the surgery. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism and the functionality of the screw were within the technical specifications. In summary, cuttings in the insulation and deformations of the outer conductor coil were observed, which resulted most likely from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted because 30 minutes after the pocket was closed, the lead had dislodged. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(4).